Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, event history review and service history review were performed. The damaged sensor board was identified during visual inspection. The cause of the condition was undetermined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. No additional information is available.